Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: d3 (country type and country), h6 (type of investigation and investigation conclusions) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer reported, needle clog. Stated, he has to use two pen needles to get through one injection because the flow will stop. Stated, he primes two units before use lot: 3101689. Catalog: 320550. Date of event: unknown. Samples: no. Pharmacy agreed to give the consumer a box today because he only has 3 pen needles left. Cl.

Manufacturer narrative:
2 pen needles affected by event. H3 other text : device is not available